Event description:
Device issue: none. Adverse event: angina, myocardial infarction, in-stent restenosis. Onset of adverse event: approximately 17 months after the procedure. It was reported via trial, that approximately 17 months post a proximal right coronary artery stenting procedure with an rx xience stent, the patient experienced chest pain, diagnosed as a non-q wave myocardial infarction. On (B)(6) 2009, the patient had a diagnostic angiogram which showed total occlusion of the rx xience stent. The patient was treated medically, no intervention was done. On (B)(6) 2009, the event resolved. Although requested, there was no additional information provided.

Manufacturer narrative:
(B)(4). There was no reported product deficiency. The reported patient effects of angina, restenosis and myocardial infarction (mi), as listed in the product instructions for use (IFU), are known adverse events associated with coronary stenting procedures. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling.